Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited occasional low out of range pacing impedance measurements less than 200 ohms, noise and oversensing that resulted in short intervals of pacing inhibition. The noise and out of range impedance measurements were unable to be reproduced with patient isometrics or pocket manipulations. A health care professional (hcp) contacted boston scientific technical services (ts) and noted that the patient was in hospice care and tachycardia therapy was being programmed off. The hcp inquired about programming options to maintain rv pacing therapy. Ts discussed programming options. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive procedure was performed. The device was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.